Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that there was noise on the right ventricular (rv) lead. The parameters were changed previously at a wound check and at the last office visit. No parameters were changed at this visit, but the clinic will continue to monitor to lead. The lead remains in use. No patient complications have been reported as a result of this event.